Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/12/2024 a sales representative reported via (B)(6) that (qty. 2) of an ar-13999hdn hd scorpion needle had an issue when passing through the scorpion multi-fire handle; it would become stuck, and another needle broke off at the tip. All pieces were recovered from the patient. The case was completed with another lot number of the ar-13999hdn hd scorpion needle and scorpion handle device. No adverse effects were reported on the patient. This was discovered during a procedure, with no reported patient harm. Additional information received on 6/18/2024: there was no additional steps added or anesthesia or delay. This occurred on 6/3/2024 during a shoulder arthroscopy procedure.